Event description:
The complainant reported a patient (unknown ethnicity) with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and developed an access site bleed approximately three days after start of the support. The bleed also resulted in a hematoma at the site. A pressure dressing was applied, and heparin was placed on hold to manage the condition. It was additionally noted that the patient had some numbness / pain in the extremity. Pain medication was given to the patient to assist with the sensation. Pulses were verified to be present in the limb. The impella 5.5 mcs continued. Approximately 10 days later the patient had bleeding at the insertion site and heparin was stopped and, however, scheduled to resume later that evening. Subsequently, the patient was noted to be feeling better and doing well. The patient was sitting up in the chair and ambulating throughout the day, waiting for transplant and still on impella 5.5 mcs.

Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was most likely anticoagulation management since hemostasis was achieved by with holding the heparin along with pressure dressing. The root cause of pain at insertion site could not be determined since the product was not returned and insufficient clinical details were provided. D6b explant date added.